Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. The low battery alarm functioning properly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, shifted end cap sticker, stained end cap sticker, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Event description:
Customer reported she was unable to move through menu because the act button won't let her go anywhere. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.